Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v081575, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v085139, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was reading end-of-service (eos) and they could not turn stimulation back on. It was noted that the patient reported that they believed eos happened at 6 am yesterday. It was noted that the implant was at 2.65 volts. It was noted that the therapy impedance was 643 ohms. It was noted that all the impedances were within normal limits. It was noted that the patient was set to electrodes 1 and 2 cathode, case anode, 3.2 volts, 180 microseconds, and 185 hertz. It was noted that the caller¿s estimate was 18 months of life and they believed that it depleted 2 months faster than expected. It was noted that the patient became symptomatic right away if the device was turned off and because of that the reporter believed the patient was accurate about yesterday being the off date. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was end of longevity on the right ins. There were no abnormal impedance measurements and it was unknown what type of battery depletion it was. Replacement of the ins had occurred in the middle of february. Patient symptoms had included a loss of stimulation. There was no injury to the patient and they recovered without sequelae.

Manufacturer narrative:
(B)(4)